Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow up performed in (B)(6) 2013, high atrial impedance ( greater than 3 kohms) was observed. The pacemaker recorded several episodes of atrial fibrillation although pt's heart was always in normal rhythm during sensing tests. Due to this issue and to the fact that a several atrial runs show a very unusual pattern it is suspected that the atrial lead is broken. However, there is no impedance trend for the last follow-up period stored on the device. It is requested to get data on the impedance trend from the expert files to rule whether there is a lead fracture or not.